Event description:
It was reported that multiple cartridges intermittently did not fit onto the pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. At the time of the reported event, customer had not yet done anything to address the high bg. A cartridge change was performed resolving the issue.